Event description:
Pt was admitted to the hospital after a self inflicted gun shot wound to the abdomen. The surgeon used two 12x25 veritas collagen matrix patches in 2008. Pt is in renal failure and a diabetic. The skin flap covering one area of the abdominal wall closure lifted away and died exposing the veritas tissue to air. The hospital used wet/dry applications and a vac system to maintain the wound. No infection was present. Surgeon questioned two areas on one side of the veritas that appeared to be falling apart. The area where stitches were placed were intact. On approximately eleven days later, a plastic surgeon was called in to repair the abdominal wall closure. The plastic surgeon stated that it appears one side of the veritas is healing normally with granulation tissue present and the other side of veritas may have died a little due to skin flap failure. He placed a new piece of veritas over the top of the veritas on one side. No explant was performed. At the time of this report, the pt is doing as well as expected due to compromised condition and serious nature of injury.

Manufacturer narrative:
No add'l info is available at this time. If add'l pertinent info becomes available, a supplemental report will be submitted.